Manufacturer narrative:
Method: reviewed device history records. Results: device manufactured to applicable specifications. No manufacturing defects or inclusions that would cause this failure were observed. Each pin was fractured orthogonally to the main axis of the instrument at or near the main body of the instrument. Deflection of the remaining pin material suggests the instrument was being used in a counter-clockwise direction consistent with an attempt to remove an implanted device. The implant being removed has features designed to facilitate in-growth of bone. It is not possible to predict the amount of torque required to remove an implant that is totally or partially fused with the bone. The force applied to the instrument in an attempt to remove the implant caused the pins to break off due to loading beyond capacity. Conclusions: the driver was subjected to loading beyond its capacity causing the pins to break. The loading force cannot be determined due the unknown torque required to remove an implant. No additional action is required at this time. This is the final report that will be submitted associated with this incident and device.

Event description:
Four pins broke off the implant driver while attempting to remove a bak/c implant. Broken pieces were removed. Surgeon completed removal of the implant by drilling out the implant.